Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three shocks as inappropriate therapy due to suspected rapid ventricular response (rvr) or possibly ventricular tachycardia (vt). The following physician for this patient was advised to follow up with the patients electrophysiologist for further evaluation and confirmation of the cause of therapy delivery. The device remains in service. No additional adverse patient effects were reported. No further information was available from the field.